Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor error alert. The customer also reported having issues with sensor insertion. It was also found the customer had a blood glucose reading of 40 mg/dl. Customer also reported receiving several calibration error alert. Customer also reported their blood gluocse reading was between 100 mg/dl and 130 mg/dl at the time of the alerts. Customer declined to return the sensor for analysis.